Event description:
A remstar plus c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician also noted dust fail contamination and has a presence of error code e62 stuck_ramp_key, e63 err_stuck_knob_key, and e66 err_stuck_encoder_b. The device was scrapped.